Event description:
It was reported that the device does not shut off after the battery is removed. The event occurred during testing, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon functional evaluation, disassembly and visual inspection, it was confirmed that the device had run on due to a non-stryker e box. The forward trigger was sticking. The e box and trigger assembly was determined in need of replacement. The affect components were replaced along with other components not associated with the failure. The driver passed all final inspection activities and returned to the account.